Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was also reported that the infection was not device related and its cause was the incision. The patient underwent an ipg replacement procedure and was placed on clindamycin antibiotic postoperatively as a precaution. The patient was doing well postoperatively.